Manufacturer narrative:
(B)(4) this item was returned for inspection on (B)(4) 2013. It was confirmed that a malfunction did occur from one of the bent quad cane legs. This MDR is filed under CAPA reference number (B)(4).

Event description:
Consumer's husband alleges his wife was using the cane and when she went to get up using the cane, the inner front prong on the right side caved and bent in half. His wife was placed in hospital care. (B)(4): end user received quad cane from (B)(6). (B)(6) set the height of the cane for end user. End user's husband stated that end user was trying to get up from using the bathroom and was using the cane for balance. End user is left handed and the inside front right prong collapsed under the cane. End user stated that the upper part of cane also bent out. Provider has pictures of upper part of cane. Provider: (B)(6). End user's husband stated that end user is usually (B)(6) but she is holding a lot of water due to medication and is not exactly sure how heavy she is now. End user tumbled to the floor and hit the sink on the way down. End user's husband does not want the (B)(6) to give end user the same cane due to the end user being afraid to use it.